Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection it was observed that the scale markings were distorted; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since there was no abnormality during production and no physical sample was received, a root cause could not be determined.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the scale was distorted when the product was inspected before opening the package. A closure letter with official seal needed to be provided.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: the scale was distorted when the product was inspected before opening the package. A closure letter with official seal needed to be provided.